Manufacturer narrative:
(B)(4). For complaint related to the same patient and event see MDR #3010532612-2019-00144 and tc #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) has a clotted central lumen and the fiber optic sensor failed. As a result, staff used alternate arterial pressure for monitoring. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). For complaint related to the same patient and event see MDR #3010532612-2019-00144 and (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab central lumen occluded is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) has a clotted central lumen and the fiber optic sensor failed. As a result, staff used alternate arterial pressure for monitoring. There was no report of patient complications, serious injury or death.